Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the tip of the wire broke off in pt. The physician was able to retrieve the tip portion. Pt status is listed as "okay"